Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process and basal delivery. Customer's blood glucose level was not impacted. Reportedly, the customer reverted back to the original cartridge.

Manufacturer narrative:
The device has not yet been received for evaluation. If the device is ultimately received a supplemental form will be completed.